Manufacturer narrative:
Battelle critical care decontamination system ccds worker reported being exposed to ethanol that was sprayed for decontamination of the anteroom. Worker reported eyes burning. They were wearing safety glasses. Worker flushed eyes for ten minutes. No medical treatment required.

Event description:
Battelle critical care decontamination system ccds worker reported being exposed to ethanol that was sprayed for decontamination of the anteroom. Worker reported eyes burning. They were wearing safety glasses. No medical treatment required.